Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
It was reported that stent fracture and vessel perforation occurred, a patient went into surgery. The target lesion was located in the right external iliac artery. A 7.0 x 60 x 135 cm express® ld iliac / biliary stent was deployed at 12 atmospheres to the target lesion. However, when the delivery balloon was attempted to be removed, the deployed stent fractured in half. The stent perforated the artery and patient was then sent for surgery to remove the fractured stent. The physician was able to remove a part of the stent but had to operate again the next day to remove the stent completely. Blood flow was restored to the leg. No further patient complications were reported and the patient's status was stable post-surgery.